Event description:
The manufacturer received information alleging the device was not functioning. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's oxygen printed circuit assembly board was replaced to address the issue. Additional findings not related to the malfunction/issue were the front shell, back and upper casings, and port block. These parts were repaired on the device. The air filter was replaced on the device.